Event description:
Consumer purchased product on 2 dec 96. On 6 dec. 96 at around 5 pm, consumer began to instill product into eye, left eye first. She held the bottle up to her left eye and barely put a drop in and felt a slight burning sensation. She then instilled one drop into her right eye and immediately felt a severe burning sensation which was reported to have caused her eye to shut. Consumer returned to vision center for treatment. Upon inspection, the box that the product was in appeared to have been opened and resealed with the lot number covered. Product solution appeared a different color and was found to contain more than other bottle. Product label on bottle also appeared worn and discolored. Co retention samples from the same lot were tested and found to be within normal limits. A sample from consumer's product was tested by quality assurance and found to have a ph of 1.34(normal limits for product are between 6.9 and 7.1). Six retention samples of the same lot were tested and found to be within normal limits. Sample from complaint sample was tested for the presence of sulfate and chloride ions. The results tested negative for the presence of sulfate, however the monograph for chloride tested positive. Further testing indicated that the complaint sample contained more hydrochloric/muriatic acid. A gross weight of the complaint sample taken before testing measured 19.1194 grams which is in excess of co fill weight(between 16 and 17 grams as shown by gross weights or retention samples which were to be used in ph testing). Spectra of complaint sample was similar to muriatic acid.